Manufacturer narrative:
Upon investigation of the actual device involved in this incident, it was determined that the device was not communicating due to a defective 622 controller board on drawer 2-1. A field service engineer replaced 622 controller board and t board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, there was a communication issue and station went into offline, when users tried to retrieve the medication. The customer stated that there was a delay in getting medications needed for a patient. There were no adverse events or injuries reported based on this incident.